Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that the patient's device reported multiple noise events. Fluoroscopy was performed which noted externalized conductors in two places within the right ventricular lead. The lead was explanted and replaced on (B)(6) 2018. The patient was stable throughout.

Event description:
New information received noted the right ventricular lead also exhibited intermittent oversensing.

Manufacturer narrative:
A complete lead was returned in two pieces. Surface abrasion was noted at 14.5 cm from the connector pin. External insulation abrasion was noted breaching the rv cable lumen at 42.0 ¿ 42.1 cm from the distal tip consistent with friction to the suture sleeve. The rv etfe cable coating was intact in this location. External insulation abrasion was noted at 44.1 ¿ 44.2 cm from the distal tip breaching the re cable lumen consistent with friction to the suture sleeve. The re etfe cable coating was intact in this location. Internal insulation abrasions were noted at 14.6 ¿ 16.1 cm and 20.7 ¿ 20.9 cm from the distal tip breaching the re cable lumen. The inner coil lumen and the re etfe cable coating were intact in both locations. Internal insulation abrasion was found at 34.0 ¿ 35.5 cm from the distal tip breaching the svc cable and inner coil lumens. The ptfe liner was intact in this location. Visual inspection found internal insulation abrasion breaching the svc and inner coil lumens at 26.7 ¿ 27.2 cm from the distal tip. The svc cable lumen was intact in this location. There was no ptfe liner in this region of the lead.